Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v870676, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect following a fall about three weeks ago, which is also when the patient had a return of symptoms. Additional information has been requested, but was not available as of the date of this report.